Event description:
Insulin pump user reported his blood glucose was too high. He changed the infusion set and observed that the cannula was bent under the skin. The insulin was pressed out of the skin and the headset adhesive was wet. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Unable test the used cannulas. Retention material and returned unused cannulas have met specifications.